Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13j29053, h13j06044 and h13h29072 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4)001737702.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Three days prior to receipt of this report, the patient was treated with a one dose of vancomycin 2 grams, intraperitoneally (ip). The same dose was repeated 5 days after the initial dose, then repeated 5 days later (total of 3 doses). One day after the onset of peritonitis, the patient was treated with ceftazidime 1 gram (ip) daily for five days. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.